Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient underwent surgery for a permanent scs system. It was reported intraoperative testing revealed invalid impedance readings on all lead contacts after the lead was implanted. Troubleshooting did not resolve the issue; therefore, the physician removed and replaced the lead. The patient reported effective stimulation with the second lead and the procedure was completed.